Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis during repair of the device confirmed the reported event, the display lens was broken. It was also noted that the upper case was damaged and contaminated, the lower case was broken, the battery contacts were compressed, the ring was bent, the keyboard was scratched, the serial number label was damaged, the main printed circuit board (pcb) was out of electrical specification and the encoder flex was damaged. Further analysis was performed on the main pcb. Visual inspection did not reveal any anomalies. The device passed testing performed during bench and functional testing. Conclusion: could not reproduce the functional test failures found during repair of the device. (B)(4).

Event description:
It was reported that the external pulse generator had a broken screen. The generator was returned for service. There was no patient involvement.